Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d pulley wire worn out. Based on the result, we concluded that it was caused due to the excessive force applied on the pulley wire. Correction information: g6: follow up #1 h6: coding changed based on the investigation result.

Event description:
The lcb is reduced to 40/90% the angulation is worn out there was no report of patient harm. This event occurred at the time of before use.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.